Event description:
It was reported that left hip revision surgery was performed. Pain when walking, inability to move around, loosening of device, metallosis, elevated blood test and MRI results.

Manufacturer narrative:
[(B)(4)].